Manufacturer narrative:
(B) (4). This device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility representative reported a colleague infusion pump with an inoperative stop key. This condition occurred during biomedical testing. No pt injury or medical intervention was associated with this event according to the facility representative. No additional information is available.